Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual and microscopic examination of the balloon identified a v-shaped tear running either side of a blade strip (approximately 16mm in length). The tear in the balloon created a "flap" of balloon material, including the blade and pad which were fully bonded, being positioned out over the tip end of the device. An examination of the balloon could not identified any issues which could have resulted in this tear. No other damage was visible along the balloon length. No damage was observed to any of the blades. All blades are fully bonded onto the balloon. Even the section of balloon material which was torn, had the blade and pad fully bonded to it. A visual, microscopic and tactile examination found a kink in the hypotube. The kink was located at 53cm distal from the strain relief. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that the blade was lifted. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. A 15mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was dilated. When it was being pulled out, it was noted that there was resistance at the tip of the guiding catheter the device became stuck and could not be pulled out. The device was carefully removed and it was noted that the tip of the blade was lifted. There was no fragment left inside the patient. The procedure was completed with a different device. No patient complications were reported and there was no problem with the patient's condition post procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the blade was lifted. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. A 15mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was dilated. When it was being pulled out, it was noted that there was resistance at the tip of the guiding catheter the device became stuck and could not be pulled out. The device was carefully removed and it was noted that the tip of the blade was lifted. There was no fragment left inside the patient. The procedure was completed with a different device. No patient complications were reported and there was no problem with the patient's condition post procedure.